Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump and changed infusion set to address the elevated bg. Additionally, it was reported that the customer experienced a low bg of "low"; specific value not provided. Cause of low bg was unknown. Customer consumed a fruit smoothie and juice to address the low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.